Event description:
(B)(6) patients ((B)(6) females, (B)(6) males; mean age, (B)(6); age range, (B)(6)) who underwent 4-level anterior cervical discectomy and fusion with plating over 10 years (1997 - 2006) were identified retrospectively from a surgical database. Only patients undergoing surgery at 4 contiguous disc levels were included. Patients undergoing corpectomy at any of the intervening levels were excluded from the analysis; that is, all hybrid constructs were excluded. The most common indication was cervical myelopathy, followed by a loss of cervical lordosis, axial neck pain, radiculopathy, segmental instability, radiculomyelopathy, postlaminectomy deformity, failure of previous fusion, and central cord syndrome. (B)(6) patients underwent fusion at c3-c7, (B)(6) patients at c4-t1, and 1 patient at c2-c6. (B)(6) patients underwent instrumented fusion with semi-constrained plating systems. (B)(6) patients underwent fusion with a fully constrained plate. Fibular allograft ring was placed in (B)(6) patients. At the surgeon's discretion, (B)(6) patients underwent iliac crest harvest for autologous fusion, typically because the intrinsic quality of the patient's bone was poor. In conclusion four-level discectomy with plating can be associated with a high rate of fusion ((B)(6)). The technique is safe and effective for managing multilevel cervical spondylotic myelopathy and obviates the need for the staged circumferential procedures that routinely follow 3-level corpectomies. One patient developed transient c6 radiculopathy that resolved within 1 week.

Manufacturer narrative:
Literature citation: steve w. Chang, md et al. Four-level anterior cervical discectomy and fusion with plate fixation: radiographic and clinical results. J neurosurg spine, 2010, volume 66, number 4. (B)(6). 19 females, 15 males. (B)(4) neither device nor applicable imaging studies were returned to the manufacturer.